Event description:
On (B)(4) 2013, it was reported that there was excessive scarring and keloids for this vns patient. The patient was referred for scar revision. The device would not be revised: it was stated that the patient was receiving efficacy.

Event description:
The physician reported that there was not recommendation by him for the patient to have scar revision. The physician reported that he felt that the implanting neurosurgeon did not cosmetically perform the surgery well and felt the result was a "frankenstein scar". The physician was not aware that the patient was going for scar revision. The physician indicated that he would likely be seeing the patient for regular follow-ups in the future.